Event description:
The customer called to report that she dropped the insulin pump. Troubleshooting was performed, and the insulin pump passed the prime test. The customer also mentioned that she was currently in the hospital due to low blood glucose levels. The customer stated that she has lost a lot of weight, which may have affected her blood glucose levels. The customer has also been working on getting her blood glucose levels under control with her health care professional. The customer felt that the insulin pump was working correctly, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.